Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.

Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that the knurled stylet broke inside of ar-2658tr knotless distal clavicle plate button tightrope, snapping the button off as well. Surgeon opened another ar-2658tr knotless distal clavicle plate button tightrope to complete the case without further issues. This was discovered prior to insertion and nothing broke inside the patient, during a distal clavicle procedure on (B)(6) 2022.